Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that he was the driver in a car accident and was hospitalized. The customer was wearing the insulin pump at the time of the collision. When he arrived at the trauma center he was in a diabetic ketoacidosis. The insulin pump came off during the accident and he might have gone a full hour without the insulin pump. The paramedics were unable to locate the device. A 911 call made due to his high blood glucose level on (B)(6) 2015. Customer's blood glucose level was 345 mg/dl. The device was not returned.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, scratched case and cracked reservoir tube lip.